Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned about the magnet response for the device. No pacing was noted at eighty beats per minute and not regular; morphologies are all variable and not consistent. It was unknown whether appropriate function of the device was present. The device remains in use. No patient complications have been reported as a result of this event.